Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to bacterial peritonitis. The breach in aseptic technique was not further specified. Peritonitis was manifested by abdominal pain. The patient was hospitalized on the same day as onset. The patient was treated with vancomycin (dose, route, frequency not reported) for the peritonitis. The patient was discharged from the hospital four days later and was recovered from the event. Dianeal therapy was ongoing. The patient was retrained on proper aseptic technique. No additional information is available.